Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insulation of the external shaft was damaged and fell into the abdominal cavity. The detached parts could be recovered. No negative impact on the state of health was reported.